Manufacturer narrative:
The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The probable root cause is due to an issue with the external monopolar foot pedal.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported that the external monopolar pedal was not activating the laparoscopic instrument. The doctor was able to use the button on the instrument, but the pedal, which was normally used, was not functioning. The customer has continued cases with this system using a 3rd party electrosurgical unit (esu) generator. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the monopolar foot pedal to correct the issue. The system was tested and verified as ready for use. Isi did not receive the product involved with this complaint to perform failure analysis.